Event description:
It was reported to target that after the procedure, at one week follow up, an angiogram confirmed a reduction in the balloon size and a migration from the fistula to the internal carotid artery.